Event description:
It was reported that after completing the breast biopsy and taking post mammogram images they noticed that a piece of the probe had broken off into the pt's breast. Their case was completed and the pt was sent home under normal post biopsy instructions.

Manufacturer narrative:
Information anticipated, but unavailable at this time.